Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 586 mg/dl. Details that led to the event and add relevant information if applicable. The customer experienced symptoms such as nausea. The customer was wearing the insulin pump during the hospitalization. No troubleshooting was done. The insulin pump will not be returned for analysis.